Manufacturer narrative:
The subject device was not returned for evaluation. The device was inspected by onsite service repair technician at the customer facility site and noted that the power supply 230v (volts) input socket was completely broken. The 230v input socket was replaced and once completed, the device was tested and found no issues. It is unknown at this time what cause the power supply input socket to break. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device power supply socket was defective, the plastic part was broken. The issue found during reprocessing. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 10 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is likely due to a faulty input socket. Olympus will continue to monitor field performance for this device.